Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for a clip that opened during efaa and while locked. It was reported that on (B)(6) 2022, a patient presented with grade 2 functional mitral regurgitation (mr) and a thin restricted posterior leaflet. All devices were prepared and operated per instructions for use (IFU). During the procedure with an ntw, grasping was difficult due to a thin and restricted posterior leaflet and chordae at the intended grasping site. A successful grasp was achieved, and the clip was successfully positioned on a2/p2. During establishing final arm angled (efaa), the clip opened slightly, but the physicians were confident with the clip's stability and proceeded to release the clip. Once released, the clip was very stable, the grasp was secure, and the mr was reduced. The final clip arm angle was approximately 30 degrees. It was then decided to place a second clip, lateral to the first clip to secure it. The clip was prepared and was successfully placed at the intended location. Both clips appeared stable and secure on fluoroscopy and echography. The mr was reduced to 1. There was no adverse patient effect or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, the reported clip failing establishing final arm angle (efaa), clip opening while locked, and difficult positioning appear to be due to challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na

Event description:
N/a.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.